Event description:
It was reported that the patient presented for a new implant procedure. It was noted when the left ventricular (lv) lead had reached the target vessel, that in unipolar mode pacing was good but in bipolar mode no pacing and no impedance was observed. The operating physician noted blood had seeped into the insulating layer of the ring end. The lv lead was replaced. Normal parameters were present on the new lead. The procedure was successful, and the patient was in good condition.

Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were confirmed but the reported event of insulation damage was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fracture but conductor shorts were noted at the connector region. X-ray examination showed that the inner coil at the connector region was bunched up / offset consistent with procedural damage. The cause of the reported events of low pacing lead impedance and failure to capture was due to the bunched up / offset inner coil consistent with procedural damage. Visual inspection of the lead did not find any anomalies. The blood that was noted inside the inner coil at the distal region could gain access from the distal tip towards the inner coil lumen.